Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with stage 1 dlk (diffuse lamellar keratitis) in both eyes. The patient was treated with an increase in the steroid drops. The patient did not have any loss of best corrected visual acuity.